Event description:
It was reported that the ilet wake button was intermittently unresponsive, with the device waking only sometimes when the top button was pressed; after removing the protective case and pressing firmly on the top of the device, wake function became more consistent and appeared to operate normally. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy, no alarms, and no need for medical care. Investigation included user guidance, functional checks through use without the case, and monitoring instructions. Investigation of this case revealed that performance was restored after case removal, consistent with intermittent mechanical interference affecting the wake button function. It was concluded, based on previously established findings for similar reports, that the cause was user interface interference from an external accessory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.